Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # ? No information. Please clarify were the needles attached to both ends of suture looking like a db armed suture? Or if one extra free floating needle was found along with the suture -needle device causing incorrect qty of the components in the package? The needles attached to both ends of suture looking like a db armed suture. Any photos available of the reported device? No photos are available. No further information will be provided.

Event description:
It was reported that the patient underwent an otolaryngology ¿ head and neck procedure on unknown date and suture was used. The hospital staff found that the suture was double armed though code notes single arm suture. There was one suture and two needles in the package. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A labeled winding former, a needle/suture piece and a needle/suture of product were returned for analysis. During the visual inspection of samples, the swage and attachment area were as expected. The sutures had present body fluids and damage (dent) along of strands and the end of a suture was cut that appears to be by the use of a surgical instrument. No double armed product could be observed. In addition, sutures were measured for length on a calibrated scale and a suture was found to be within the required length requirements for this code, the other suture was cut. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the conditions of the sample received, assembly - incorrect implantable was not found.